Event description:
The pt had a mr exam and was scanned with the 16 channel breast coil. She was positioned with her arms above her head and hands crossed. The hands were separated with a washcloth. Three days after the examination, the pt phoned to say she had redness on the back of her hand. Then on (B)(6) 2010 additional info was received indicating that the burns on the back of the hand were in fact second degree with a blister size of approx 2 cm.

Manufacturer narrative:
Eval results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.